Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported while operating the motorized wheelchair, without the use of a seat belt, she fell out of the unit while descending a ramp that was too steep and did not have safety railing. The owner's manual warns, 'always use the seat belt" and "avoid ramps and slopes that are too steep, such as those that exceed 5 degrees".

Event description:
End user alleges while descending a ramp in the motorized wheelchair, she fell out of the unit. End user was not wearing a seat belt. Allegedly, end user required hospitalization due to a fractures left femur.